Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check when testing the vibratory alert on the device, no vibration was felt. It was discussed to closely monitor the device remotely. There were no adverse health consequences to the patient.